Manufacturer narrative:
This device has not been returned (and at this time is not expected to be); therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to an increasing pacing threshold and excessive current drain. Besides intervention, there were no other adverse patient effects reported. Device return is not indicated at this time.